Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery issue. The customer was able to rewind and prime with the insulin pump. The customer disconnected and reconnected the reservoir and ran another prime: insulin exited the tubing. The customer was advised that the insulin pump was working as designed, and that the no delivery alarm was caused by an infusion set or reservoir occlusion. The insulin set and reservoir will be returned for analysis and a replacement of each product was shipped to the customer.